Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that pre-testing was done on the catheter and the balloon ruptured inside the patient. The patient was referred to urologist for a cystoscopy after the incident. The user used 30 ml of water to inflate balloon. Upon insertion water-based gel was used and no additional water was pumped after the first inflation. The balloon ruptured 3 days after the initial catheter insertion.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" The device was not returned.

Event description:
It was reported that pre-testing was done on the catheter and the balloon ruptured inside the patient. The patient was referred to urologist for a cystoscopy after the incident. The user used 30 ml of water to inflate balloon. Upon insertion water-based gel was used and no additional water was pumped after the first inflation. The balloon ruptured 3 days after the initial catheter insertion. Per additional information, 10 ml was used to inflate the balloon, not 30ml that was previously reported.

Event description:
It was reported that pre-testing was done on the catheter and the balloon ruptured inside the patient. The patient was referred to urologist for a cystoscopy after the incident. The user used 30 ml of water to inflate balloon. Upon insertion water-based gel was used and no additional water was pumped after the first inflation. The balloon ruptured 3 days after the initial catheter insertion. Per additional information, 10 ml was used to inflate the balloon, not 30ml that was previously reported. It was later reported that a cystoscopy was done on the patient and there were no missing fragments

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" Correction: adverse event or product problem, outcomes attributed to adverse event, type of reportable event.

Event description:
It was reported that pre-testing was done on the catheter and the balloon ruptured inside the patient. The patient was referred to urologist for a cystoscopy after the incident. The user used 30 ml of water to inflate balloon. Upon insertion water-based gel was used and no additional water was pumped after the first inflation. The balloon ruptured 3 days after the initial catheter insertion. Per additional information, 10 ml was used to inflate the balloon, not 30ml that was previously reported. It was later reported that a cystoscopy was done on the patient and there were no missing fragments

Manufacturer narrative:
The reported event was confirmed as use-related. The exterior surface of the sample was inspected and found a piece of the sac (9mm x 7mm) missing and was not returned for evaluation. The balloon appeared to be swollen, which is a typical character of a grossly overinflated balloon. The sample was evaluated and salt accumulation was observed on the returned sample that could potentially cause the catheter's sac to be damaged due to the crystallization of the urine. Per functional testing, water was introduced into the inflation lumen and the water easily flowed through the lumen without obstruction. The balloon was evaluated under a microscope and a jagged tear was noted where the sac detached from the cuff. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: concomitant medical products , brand name, device evaluated by MFR.